Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was missing the its thread. The customer did not know their blood glucose at the time of the incident. The customer was advised the sensor needed to be replaced. The sensor is not returning for analysis.